Manufacturer narrative:
Upon return to our post market quality assurance laboratory, visual inspection of the lead noted that the clear medical adhesive was torn or separated from the expanded-polytetrafluoroethylene covering at the proximal end of the spring electrode. The proximal spring was not stretched. A cut was observed in the high-voltage cable strand lumen at a point 31 centimeters from the is-1 terminal pin. The cut did not extend to the rate/sense negative lumen. The helix was in the retracted position, with tissue partially entwined in the helix tip. No irregularities were noted at the helix tip, and the lead passed the helix mechanism test. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Our analysis could not confirm the clinical observations.

Event description:
Boston scientific received information that this newly-implanted right ventricular (rv) lead exhibited loss of capture due to dislodgement. The lead was successfully replaced with no adverse patient effects beyond the additional surgical procedure.